Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of myocardial infarction and death, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified distal and mid left anterior descending (lad) artery. A 2.75 x 38 mm, 3.0 x 28 mm, and 2.75 x 48 mm xience xpedition stents were implanted in the lad. Post stent implantation, the patient had a myocardial infarction and died. No medication was given to the patient. No additional information was provided.